Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator (crt-d) exhibited a sensing issue as noise was observed on the attempted right ventricular (rv) lead. The attempted lead was removed and replaced but the noise remained. The crt-d was then replaced and no further noise was observed. Both products remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.